Event description:
It was reported that an alert for capacitor charge time limit reached on (B)(6), 2017" was observed via remote transmission. At implant, dft testing was performed and everything functioned normally. The device will continue to be monitored closely.